Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a pre-syncopal patient presented in-clinic for a follow-up, the device was found to be in backup vvi mode. Due to at least one cell impedance measurement from the amd memory having a value of 5k ohms or higher, further troubleshooting could not be performed. The device was explanted and replaced.